Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') and abdominal pain ('pain/abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), urinary incontinence ("bladder leakage"), urinary tract infection ("uti"), fatigue ("fatigue"), tooth disorder ("dental problem"), migraine ("migraine"), headache ("headaches"), vision blurred ("vision problem/blurred vision"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and was found to have weight decreased ("weight gain/loss:weight loss"). The patient was treated with surgery (bilateral salpingectomy and to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, urinary incontinence, urinary tract infection, fatigue, tooth disorder, migraine, headache, vision blurred, weight decreased, alopecia and vaginal discharge outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: 2009 and (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event was updated from visual impairment to vision blurred and event updated from weight increased to weight fluctuation. Event pain was updated to abdominal pain for which bilateral salpingectomy was done. Event urinary tract disorder and bladder disorder were replaced with urinary incontinence. Event cystitis and vaginal infection were removed as uti was specified. New event added: abnormal bleeding (vaginal, menorrhagia). Event weight fluctuation updated to weight loss. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') and abdominal pain ('pain/abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not done". In 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), urinary incontinence ("bladder leakage"), urinary tract infection ("uti"), fatigue ("fatigue"), tooth disorder ("dental problem"), migraine ("migraine"), headache ("headaches"), vision blurred ("vision problem/blurred vision"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight decreased ("weight gain/loss: weight loss"). The patient was treated with surgery (bilateral salpingectomy and to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, urinary incontinence, urinary tract infection, fatigue, tooth disorder, migraine, headache, vision blurred, weight decreased, alopecia and vaginal discharge outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: 2009 and (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: plaintiff fact sheet received. Event per pfs: essure confirmation test was not done. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') and abdominal pain ('pain/abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not done". In 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), urinary incontinence ("bladder leakage"), urinary tract infection ("uti"), fatigue ("fatigue"), tooth disorder ("dental problem"), migraine ("migraine"), headache ("headaches"), vision blurred ("vision problem/blurred vision"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and was found to have weight decreased ("weight gain/loss:weight loss"). The patient was treated with surgery (bilateral salpingectomy and to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, urinary incontinence, urinary tract infection, fatigue, tooth disorder, migraine, headache, vision blurred, weight decreased, alopecia and vaginal discharge outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: 2009 and (B)(6) 2019. Discrepancy noted date of removal: (B)(6) 2018. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.5 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter information were added. Real fu was received and there was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') and abdominal pain ('pain/abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not done". In 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), urinary incontinence ("bladder leakage"), urinary tract infection ("uti"), fatigue ("fatigue"), tooth disorder ("dental problem"), migraine ("migraine"), headache ("headaches"), vision blurred ("vision problem/blurred vision"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),") and was found to have weight decreased ("weight gain/loss:weight loss"). The patient was treated with surgery (bilateral salpingectomy and to remove essure). Essure was removed on (B)(6)-2019. At the time of the report, the genital haemorrhage, urinary incontinence, urinary tract infection, fatigue, tooth disorder, migraine, headache, vision blurred, weight decreased, alopecia and vaginal discharge outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, migraine, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: 2009 and(B)(6)2019. Discrepancy noted date of removal: (B)(6)2018. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.5 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6)-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pain ("pain: other"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), urinary tract infection ("uti"), vaginal infection ("vaginal infections"), fatigue ("fatigue"), tooth disorder ("dental problem"), migraine ("migraine"), headache ("headaches"), visual impairment ("vision problem"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, fatigue, tooth disorder, migraine, headache, visual impairment, weight increased, alopecia and vaginal discharge outcome was unknown and the pain had resolved. The reporter considered alopecia, bladder disorder, cystitis, fatigue, genital haemorrhage, headache, migraine, pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: 2009 and (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Previously reported event injury was replaced with new events- general abnormal bleeding, bladder problems, urinary problems, bladder infections, uti, vaginal infections, vaginal discharge, fatigue, dental problem, migraine, headaches, vision problem, weight gain, hair loss and pain: other. Patient's demographic details and device removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.